Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise, a suspected insulation anomaly was noted. The lead was capped and replaced (B)(6) 2016. The patient's condition was stable post procedure.